Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was squirting during manual prime process. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap was loose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform the, displacement test, rewind test, basic occlusion test, occlusion test , prime/compromised force sensor system test and excessive no delivery test or verify compromised force sensor system alarm or prime anomaly due to broken end cap noted. Insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads. Drive support disk was inspected and no anomaly was noted.